Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing. The physician was not able to reporoduce the oversensing with pocket manipulation.